Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center reporting fluid leaking from the cassette area during therapy on a home choice (hc). The technical service representative (tsr) instructed the hp to close all the clamps and assisted with ending therapy. The fill volume (fv)=11ml and the hp gets on the hc empty. The hp would start over with new supplies. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2012 regarding the leak in the cassette. Per the hp, she did not see the leak, but had fluid by the door of the homechoice (hc). The hp started over with new supplies and resumed therapy. The hp did not follow up with the peritoneal dialysis nurse (pdn) regarding the alarm or the leak. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The reported condition of a leak was found to have an undetermined cause. The problem cannot be confirmed due to no use error described by the patient, the sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee.